Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated wore pump into the pool and saw was not working so took it off and put it in the sun and replace battery but was just vibrating and not coming on and damage to pump. Pump was exposed to fluid. The patient¿s blood glucose level was 193 mg/dl at the time of the incident. Reportedly, connection with reservoir compartment broken and lip ring was broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump received with broken reservoir tube lip and moisture damage on electronics and motor assembly noted.